Event description:
Customer reported receiving a no delivery alarm on the insulin pump. Customer's blood glucose reading at the time of the call was 168 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.